Event description:
Patient presented to the physician with intermittent shocking sensations and pain at the ipg site. Physician brought the patient to the or, removed the ipg, implanted a newer ipg model, sutured, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model.